Event description:
The customer called technical support (ts) and reported that the device does not go into standby mode, switching for a second and then goes back to clinical. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per pneumatics page with flow and pressure set to zero, average air slpm reading is -1.1. Unit has 3.1 software. The rse advised the customer to perform the flow sensor zero calibration. The customer performed the flow sensor zero calibration to resolve the reported issue. The device now will go into standby. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.